Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection noted appropriate setscrew marks on the terminal pin. Cuts were noted in the insulation and suture sleeve approximately 12-13 cm from the terminal pin, likely caused during the explant procedure. Continuity testing was performed, and the anode was found to be discontinuous/open. The lead then underwent destructive analysis to determine the cause of the open condition of the anode. The outer insulation of the segment that contained the open was removed and the anode conductor coil was inspected, but no fracture was found. The open condition was then further isolated to the distal anode ring. The lead segment underwent analysis of the weld, using optical light microscopy and scanning electron microscopy with an energy dispersive spectrometer (sem-eds). This microscopic analysis confirmed an incomplete weld was at the distal anode ring and was the cause of the out-of-range impedance measurements that were observed clinically.

Event description:
Boston scientific received information that during a routine follow-up six weeks post-implant, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. Sensing was measured, but the pacing threshold measurements had increased to more than 5.0v. The lead was programmed to the unipolar pacing configuration; the pacing impedance measurement was still greater than 3,000 ohms, sensing could not be measured, and the pacing threshold measurements were within normal range. A lead revision was performed the next day. The lead was tested on the pacing system analyzer (psa) and the impedance was still out-of-range. A lead fracture was suspected. It was reported that the device had moved downward, and the physician questioned whether this could have applied excessive tension on the lead suture sleeve. No adverse patient effects were reported.

Manufacturer narrative:
The explanted lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.